Event description:
It was reported that, pt is status post bilateral knee replacement 2007. Upon bilateral patella revision surgery ((B)(6) 2012) patella was loose in joint and peg was sheared off implant. Peg remained cemented into patella. Right.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.